Event description:
It was reported that the user experienced recurrent low blood glucose readings while using the ilet system with an fsl3+ sensor, including a low value during the call and variable fingerstick confirmations, and that they were advised on oral carbohydrate treatment and system setup steps including data sync, factory reset, pump rewind and fill, sensor scan and pairing, and re-entry of body weight. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued device use. Investigation included review of user-reported data and guided troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with hypoglycemia of unclear cause and successful restoration of therapy after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.